Event description:
The hcp reported impedances greater than 4000 ohms on all monopolar and multi-electrodes. Device interrogation revealed high impedances on one side, making programming difficult. The pt stated it felt like the device had shifted and was pulling on the wires. The neurostimulator had migrated in the pt's chest. The hcp palpated the pt's neck and thought that perhaps there is a problem around the connector. X-rays revealed a "kink" in the wire. The pt was referred to a neurosurgeon.